Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that after a recent implantable neurostimulator (ins) replacement surgery on (B)(6) 2017, he was unable to feel any stimulation. Upon interrogating the device, all electrodes were found to be out of order, >10,000 ohms. The lead was replaced with a surgical paddle on (B)(6) 2017. The issue was resolved. The indication for implant was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant products: product ID: 3550-39, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. Analysis of the lead (B)(4), found that the lead body conductor was broken at the titan anchor site. All conductors were broken 27.4 centimeters from the distal end. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3550-39, serial# unknown, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.